Event description:
It was reported that bd maxplus pressure rated extension set had connection issues. The following information was received by the initial reporter with the following verbatim: it was reported by customer that luer on needless connector extension tubing is getting stuck and not luring causing leaking delays in procedures.

Manufacturer narrative:
One set model mp5301-c was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd extension set and pressurized. No observation of leak at the connections. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.